Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by adverse patient anatomy and incorrect planning and sizing of the device by the customer.

Event description:
Patient had hypertension and hostile abdomen and previous history of ileus and replacement of aaa with a bifurcated vascular prosthesis. In pre-procedure, both of the patient's internal iliac arteries were occluded due to the previously replaced vascular prosthesis. An aneurysmal sac was noted in the left external iliac artery. An aortic ampulla was present in the proximal neck. During the procedure, the iliac leg appeared to have sunk in the aneurysmal sac in the left external iliac artery adjoining the distal end of the left limb of the vascular prosthesis. The sinking stent was corrected by placing another manufacturer's stent. However, a proximal type I endoleak developed then. Refer to 1820334-2007-00304 for the endoleak. Physician comments were that the leak and sinking of the left leg stent were due to the difficult morphology of the lesions. No anatomical difficulties in the proximal were observed.